Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient switched to the mpu from battery, the running symbol was off. There was a no external power and low flow alarm occurred at the same time. The patient was clinically stable during the event. The patient exchanged their controller and the alarms resolved, except the low flow. The patient was asymptomatic during the exchange. An echo was performed which found no pump malposition or obstruction. The low flows have continued intermittently. The plan of care was to continue with routine care. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported system shutdown could not conclusively be determined as the submitted log files did not capture dating back to the event. Evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. The controller event log file contained data from 29apr2021 06:56:46 through 29apr2021 11:10:40. Transient low flow fault flags were captured, resulting in 23 low flow hazard alarms on 29apr2021. The majority of the observed low flow events also appeared to be associated with elevated pi values; however, a specific cause for these alarms could not be determined through this evaluation. No other atypical events were captured. The lvad event log file captured low flow events on 29apr2021. The controller and lvad periodic log files captured the pump operating as expected. The account reported that when the patient switched to mpu (mobile power unit) from battery, the running symbol was off, and no external power and low flow alarms occurred. An echocardiogram was done, and no pump malposition or pump obstruction was found. The patient continued to have intermittent low flows. The patient was stable, asymptomatic, and will continue with routine care. The device operated as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31dec2019. The heartmate 3 lvas instructions for use (IFU) is currently available. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of this document entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-02555 and 2916596-2021-02557.